Event description:
During the removal of uterus through the vagina, the v-care uterine manipulator separated into component pieces. The handpiece, colpotomy cup, occluder holder, balloon tip, and its collar were all readily identified in the vagina and removed without incident. These were reassembled in the or and confirmed to be complete.